Event description:
Per the independent repair center, the customer alleged problem is alarm will not function; alarming/red light. The key failure is the pilot valve is overheating and on/off switch has no alarm..